Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt is highly sensitized and has been treated with photopheresis, cytoxan, and rotuximab. The pt was admitted for gi issues on (B)(6) 2014 and was noted to have elevated lactate dehydrogenase (ldh). During the admission, the pt continued to have increasing thrombus symptoms. The pt had also been experiencing elevation in power, 2-3 watts above baseline. Ramp studies did not show a decrease in left ventricle end-diastolic diameter (lveed) with increased speeds. Subsequently, the pt underwent a pump exchange from one lvad to another lvad.